Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen. The date of event is an approximation. On (B)(6) 2024, the patient experienced unconsciousness. An hour after experiencing unconsciousness, the girlfriend found him and the g6 app showed sensor failed error. The girlfriend reportedly did not receive an alert that he was hypoglycemic. The girlfriend called 911. Emergency medical service (ems) gave the patient glucose and IV fluids. He regained consciousness and the blood glucose was checked but not remembered. The patient requested evaluation in the emergency department (ed). He underwent blood work and laboratory tests and was discharged the same day. At the time of the report, the patient was stable and okay. Performance data was reviewed. The allegation was confirmed via data as a sensor failure after warm-up. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.